Event description:
A hospital in (B)(6) reported that the water level exceeded the maximum level line of an mr290 autofeed humidification chamber. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported that the water level exceeded the maximum level line of an mr290 autofeed humidification chamber. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare (B)(4). The device was visually inspected and performance tested for overfilling by connecting to a waterfeed bag and allowing water to flow into the chamber. Results: no visible damage was observed to the returned chamber. When connected to a waterfeed bag, the chamber stopped filling 4 mm below the maximum fill line. The float was operating correctly. A lot check revealed no other complaint of this type for lot number 110908. Conclusion: overfilling is caused by both the primary and secondary float mechanisms in the mr290 chamber being disabled. Impact damage can lead to misalignment and subsequent jamming of the valve float mechanism allowing water to fill the chamber unimpeded and preventing float operation. The mr290 user instructions includes a warning not to use the chamber if it has been dropped. Following production, the float mechanism of every mr290 chamber is performance tested and those that fail the test are rejected. Our user instructions that accompany the mr290 chamber indicate in pictorial form the maximum fill line and advise the user to replace the chamber should water exceed the maximum fill line. (B)(4).

Manufacturer narrative:
(B)(4). We are currently in the progress of obtaining the complaint mr290 chamber from the hospital. We will provide a follow up report upon receipt of the complaint device and completion of our investigation.